Manufacturer narrative:
As reported, post implant of galaflex, the patient was diagnosed with right breast cancer recurrence and underwent tumor resection procedure followed by chemotherapy and radiation. The surgeon did not identify any causal relationship between the cancer patient experiencing a recurrence and the galaflex implant used to treat the patient. In an abundance of caution,  events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient was implanted with galaflex on (B)(6) 2017. On (B)(6) 2019 the patient was diagnosed with right breast cancer recurrence . On (B)(6) 2019, the patient underwent tumor resection procedure followed by chemotherapy and radiation. As reported, the treating surgeon identified the condition of the recurring cancer was not caused by the use of the galaflex (p4hb) implant to treat the patient.